Event description:
It was reported that received multiple inappropriate shocks after exercising and went to the emergency room. T-wave oversensing was noted on the treated and stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).